Manufacturer narrative:
The unique device identifier (UDI) number is (B)(4). The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve. During the procedure, resistance was noted prior to the delivery system with valve exiting the tip of the 14fr esheath+. Upon exiting the distal tip of the esheath+, the system "jumped", and the distal tip was observed to be torn. There was no vascular injury, and the patient was noted to be stable. Imagery was received for evaluation. Per imaging evaluation, the distal tip of the esheath+ was observed to be torn.